Event description:
It was reported to boston scientific corp that a passport dilation catheter was used during an ureteroscopy procedure in 2008, on a male pt. During the procedure, when contrast was injected into the passport dilation catheter balloon under fluoroscopy, the balloon ruptured and contrast filled the ureter. The balloon was inflated under 20atms (actual rate is not known). The physician withdrew the balloon and noted a piece was missing (size is unknown). The physician was able to retrieve the piece with grasper (unknown) and aborted the procedure with no pt complications and the pt is fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since it was disposed of; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.